Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4)((B)(4)). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for pseudomonas aeruginosa(>100 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope s4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".